Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having patient line and drain line alarms. A review of the patient¿s treatment records identified that the patient drained 5133 ml during drain 4 of 5 of the treatment. This drain volume is 254% the patient's prescribed fill volume of 2014 ml. The cycler was setup to drain into drain bags. The drain bags were stacked. It was advised that the drain bags be repositioned. The patient started to drain without issue. Additional information was requested however a response was not received. It was not indicated upon initial reporting that the patient experienced any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler was not reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having patient line and drain line alarms. A review of the patient¿s treatment records identified that the patient drained 5133 ml during drain 4 of 5 of the treatment. This drain volume is 254% the patient's prescribed fill volume of 2014 ml. The cycler was setup to drain into drain bags. The drain bags were stacked. It was advised that the drain bags be repositioned. The patient started to drain without issue. Additional information was requested however a response was not received. It was not indicated upon initial reporting that the patient experienced any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler was not reported to be returned to the manufacturer for physical evaluation.